Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused cancer and the device will not turn on or the lid will not close. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 23, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging cancer related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observes a layer of dust like material on the front panel, top enclosure, rear panel and bottom enclosure. An excessive amount of accumulation around the air inlet box. A small amount of potential fume/ dust like contamination on the backside of the top enclosure, front panel. A brownish dust like contamination is found on the bottom enclosure, rear panel along with the fume/dust like contamination. A whitish dust like contamination is present on the blower cap, blower. Evidence of liquid ingress is found on the bottom of the blower. Dried liquid spots with potential mineral deposits are found on the bottom of the blower box. A dark contamination consistent with keratin like substance at the air outlet of the blower box, addresses the issue of keratin. Evidence of sound abatement foam degradation/ breakdown was not observed. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no error code. The manufacturer concludes there was no evidence of degraded sound abatement foam and but not directly address the symptoms specified. The sections b1, b2, d8, d9, h1, h2, h3, h6 have been corrected and updated in this report as follows: section b1 was corrected for only the product problem (both adverse events and product problem, was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.